Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth: unknown / not provided. Weight: unknown / not provided. Expiration date and UDI: unknown / not provided. Device manufacturer date :unknown / not provided.

Event description:
Doctor reported that abutments do not screw softly. No impact to the patient reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two tsv¿ bellatek® encode® healing abutment 4.5mm (d) x 5.0mm (p) x 3mm (h) (teha4503 x2) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and debris. No damage identified. Functional testing was performed for the returned product with an in-house stock device and seats as intended. No malfunction. Device history record (DHR) review was completed for the subject lot number (1241658). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241658) for similar event and no other complaint was identified (keywords: does not seat). Based on the available information, device malfunction did not occur and the reported event was unconfirmed.